Event description:
Pt brought to MRI department around 11:00 am. Pt placed on scanner d for a csf flow study. Brain and sag c and t spine images. Pt complained of pain at shunt sight, per (B)(6). Pt moved to scanner b for scans. (B)(6) took over scans after the pt was put on the table of scanner d. Screening sheet has programmable shunt marked yes, pt has had prior MRI's.